Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of failure code 500:320:654:0000 was confirmed. The root cause could not be determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility reported a colleague infusion pump which experienced failure code 500:320:654:0000. It is unknown when or at what point in the process this condition occurred. Review of the device event history determined that this condition interrupted delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This is involving a pump with software version 6.13.90 which is categorized as remediated. No additional information is available.